Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient went to church. When the patient returned home, she went to sleep. The patient woke up around 2:00pm and was not feeling well, she was experiencing shakiness. The patient¿s cgm was reading 150 mg/dl and the bg meter was reading 55 mg/dl. Emergency medical services (ems) was called and treated the patient with unspecified IV fluids. The patient was advised by ems to go to the emergency room (ER), however, the patient declined. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.